Event description:
The wife of a male pt contacted lifecor customer support to report a problem with one of his battery packs. The battery pack would not charge properly. A review of the most recent download confirmed several battery pack faults beginning at 10:19am that morning. A replacement battery pack was provided.

Manufacturer narrative:
Evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was received with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.